Event description:
Found during routine testing. Customer called to report the device won't operate on battery power. There was no patient use associated with the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.